Event description:
Analysis for the generator was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the product analysis (pa) lab. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. A review of the internal memory of the generator revealed several changes in lead impedance in which lead impedance changed from a normal value to a high value. This fluctuation is an expected event if an intermittent lead fracture is present. No additional or relevant information has been received to date.

Event description:
The explanted generator has been received by the manufacturer for analysis. Analysis is currently underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient¿s vns upon interrogation of the device to disable it for an MRI. The generator was programmed off for the MRI and remained off due to the high impedance. Neck and chest x-rays were reportedly reviewed and the vns lead was stated to be normal. It was also reported that the patient's seizures were slowly worsening. The patient's generator was later replaced and impedance was within normal limits after replacement. It was reported that the lead was visually inspected by the surgeon during replacement. The x-rays have not been received by the manufacturer to date for review. The explanted generator has not been received by the manufacturer to date. No additional or relevant information has been received to date.

Event description:
The explanted generator and the generator that was opened but not used have been received, but product analysis has not been completed to date. The patient's lead was replaced. The explanted lead has not been received to date. No further relevant information has been received to date.

Event description:
The patient presented for generator replacement and pre-op impedance was ok. When the new generator was implanted it showed high impedance. A new generator was opened which also showed high impedance when implanted. Lead revision could not be performed at that time. It was noted afterwards that there had been indications of a lead issue prior to the surgery which the company representative had not been made aware of. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
Product analysis was completed on the explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis was also completed on the generator that was opened but not used during the surgery. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the setscrew shows indention marks indicating the setscrew was at one-point time secured to a lead pin. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. The lead has not been received to date.

Event description:
The lead was received for analysis, but product analysis has not been completed to date.

Event description:
Product analysis was completed on the lead. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. There are two abraded openings on bilumen tube with exposed coil protruding out of them, and the lead assembly has dried remnants of what appear to have once been body fluids inside the bilumen channels, in some areas. Other than these noted events, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure; no other anomalies were identified in the returned lead portions. Note that since a portion of the lead assembly, including the lead connector, was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
G3. Corrected information, supplemental report #7: aware date should have been noted as 06/09/2022.